Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07525. It was reported one of the pt's leads had migrated and appeared to be kinked in the x-ray. The stimulation had been auto-reducing. Diagnostics confirmed all but one contact on the right lead was invalid. Reprogramming attempted to use the remaining lead. F/u identified the physician explanted and replaced the two leads. It was reported the pt regained stimulation coverage postoperative.

Manufacturer narrative:
Eval results: the complaint was confirmed. As rec'd, both returned leads were complete. One lead had a fracture at 29.5 cm from stimulation end with all wires broken. Also the lead revealed a compression mark at 34 cm from stimulation end. The other lead revealed a compression mark at 33.5 cm from stimulation end. The lead passed continuity and resistance measurement testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.